Manufacturer narrative:
The device lot number was not provided; therefore, a review of device history record (DHR) could not be performed. The device remains implanted in the patient; therefore, the alleged product issue cannot be confirmed. Article bibliography: nawka, marie teresa, et al. "Impact of woven endobridge shape modification on aneurysm recanalization at short-term follow-up digital subtraction angiography." Neurosurgery (2022): 10-1227.

Event description:
As reported through the article titled, "impact of woven endobridge shape modification on aneurysm recanalization at short-term follow-up digital subtraction angiography", during a single-center, retrospective study of patients treated with the web device between february 2014 and december 2019, seventy-eight aneurysms were treated with a web device of which 7 were reported to have aneurysm remnants during the follow-up period (6.2 months; range 108-242 days).